Manufacturer narrative:
A visual examination of the spyscope ds device found that the catheter was kinked. The working channel sleeve extended from the distal cap when received. The tip of the protruded sleeve was frayed. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. The distal tip articulated without issue. A spybite device was passed through the working channel without issue. A portion of the distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out. After tugging the working channel sleeve out to remove it from the catheter, there was a strong evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the clear adhesion residue on the pebax and proximal end of the working channel sleeve braid remaining attached to the pebax. The complaint was consistent with the reported event of working channel sleeve protruding. The working channel sleeve protrusion was most likely due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel protrusion is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used in the papilla during a stone removal procedure with use of ehl and spyscope ds access & delivery catheter performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds was inserted through the duodenoscope via a guidewire. After examination of the papilla, the spyscope ds was removed and stone extraction was performed. The spyscope ds was reinserted over a guidewire. At this time, they noticed that the working channel sleeve protruded and was compressed. Reportedly, no part of the device detached. A second spyscope ds was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was born in (B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used in the papilla during a stone removal procedure with use of ehl and spyscope ds access & delivery catheter performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds was inserted through the duodenoscope via a guidewire. After examination of the papilla, the spyscope ds was removed and stone extraction was performed. The spyscope ds was reinserted over a guidewire. At this time, they noticed that the working channel sleeve protruded and was compressed. Reportedly, no part of the device detached. A second spyscope ds was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.